Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate therapy due to a lead fracture. The lead was oversensing and had high impedance. The detections on the lead were turned off and it remains in use. Another high voltage lead was implanted in the patient for defibrillation therapy. No further patient complications have been reported as a result of this event.